Event description:
Boston scientific received information that the left ventricular (lv) lead impedances ranged from 580 ohms to 820 ohms. The device reached end of life (eol) in the beginning of march with a monitor voltage of 2.16 volts and a charge time of 21 seconds. The device was in storage mode. The device has been taken out of service with a reason of normal battery depletion.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device met specification. The device going into storage was caused by the low battery voltage. No adverse patient effects were reported. The device passed all tests during analysis.